Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 silicone jaw boots separated. Nothing detached from the device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was dislodged from the tip of the hot jaw and was partially lifted. The silicone boot was cracked but had not detached. Based upon the evaluation results, the reported complaint was confirmed for "heater wire dislodged" and "cracked silicone jaw boot". (B)(4).